Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and instructed the customer to replace the reagent 1 and reagent 2 probes. The hsc also instructed the customer to clean all the system drains. The customer successfully ran a system check and successfully ran quality controls. The cause of the discordant magnesium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant mg result was not reported to the physician(s). The sample was repeated on the same instrument, which resulted higher. The patient was redrawn and the redrawn sample was tested on an alternate system, also resulting higher. The redrawn result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant mg result.